Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion being treated was located in the calcified and severely tortuous left anterior descending (lad) artery. A non-bsc guide wire was advanced to the lad. A 2.50x28mm promus element stent delivery system (sds) was then advanced and would not cross the lesion. When the physician withdrew the device it was noted that the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.